Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; white particles in shell, crack opening. The leak test and microscopic analysis was performed which identified; a curved cracked opening in valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.